Manufacturer narrative:
Concomitant medical products: 419678, lead, c4tr01 crt-p, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing current and stored electrograms (egm) that led to inappropriate atrioventricular sequential pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.